Manufacturer narrative:
(B)(4). Investigation results: the reported lighttrail reusable 270um laser fiber was returned for product analysis. The fiber tip measured approximately 1 mm, and the overall length of the device was 305 cm. Visual inspection with a microscope showed that the tip appeared to be cut and scratched. The coating at the base of the fiber tip suggested that the fiber had been previously cut with a stripping tool. Connection to a light source showed that no light traveled through the fiber, indicating a fracture in the fiber connector. As there were no visible kinks or breaks in the device, a fiber break is confirmed inside the connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber connector was fractured. It is likely that the handling of the device during setup caused damage to the fiber that manifested during the procedure. Damage within the connector of the device can result in complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on july 22, 2020 that a lighttrail reusable 270um laser fiber was used in a ureteral stone removal procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the laser fiber stopped working after 20 minutes of usage and a bang was heard. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector and tip fractured.